Event description:
It was reported that the customer received a button error on the insulin pump. Customer's blood glucose was 171 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms were noted. However, the pump had intermittent button response on the act button due to moisture damage noted on the keypad traces. The pump also had minor scratches on the lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, and scratches on the reservoir tube window.